Event description:
Device report from synthes EU reports an event in (B)(6) as follows: a patient revision surgery to remove a plate due to pain. (Original date of implantation: (B)(6) 2014.) In (B)(6) 2014, the patient underwent a fx procedure during which the surgeon applied two devices: a 1/3 tubular synthes steel plate and a competitor¿s plate as well. In (B)(6), the patient experienced pain and the fx did not appeared consolidated. Following the removal of the systems it was noticed that the plates were both broken, probably due to a pseudo arthrosis of the fractured segment. This complaint involves one plate and an unknown number of unknown screws. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when plate broke. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.